Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot# 73l1700351 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were broken after firing. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and the jaws partially closed. The sample appears used as there is biological material present on the device. Two loose clips were returned with the device and one of them was broken. Reference file pic_anp1900059602 for investigation photos. The returned sample was reviewed with a r & d engineer. The trigger cycle of the partially engaged trigger was completed and, as expected, no clip fired. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and close. The next 5 clips were also able to properly load and were successfully applied to over-stressed surgical tubing. On the seventh attempt, no clip fired. However, the remaining three clips were all able to fire properly and attach to over-stressed tubing. The broken clip and the misfire on the seventh attempt are indications that other remarks: the clips were out of position. If the clips stack on one another, it could cause clips to break inside the channel. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user, including the 2 loose clips that were returned. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips broken after firing" was confirmed based upon the sample received. One device was returned with two loose clips. One of the loose clips was broken. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user, including the 2 loose clips that were returned. Upon functional inspection, all of the clips were able to fire properly. However, on the seventh attempt, no clip fired. The broken clip and the misfire on the seventh attempt are indications that the clips were out of position. If the clips stack on one another, it could cause clips to break inside the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clips were broken after firing. The patient's condition is unknown at this time.